Event description:
The hcp was in the process of weaning the pt off of the pump. The hcp reported that a bridge bolus was programmed to last 128 hrs. Two days later, the hcp interrogated the pump and selected the rx infusion tab, which is defaulted to single bolus plus simple continuous. The current infusion data displayed including new dose, single bolus dose, and bolus duration (128 hrs). The hcp changed the dose of new drug, but did not change any of the bolus info. The hcp updated the pump, and did not notice the warning about canceling a bolus in progress. The new bolus was run over the next five days. The pt experienced " a little bit of withdrawal" - the symptom being "a little shaking" on sunday and monday. On the following tuesday, they brought the pt in to turn the pump down. The pt received oral medication in addition to the bolus to relieve withdrawal symptoms. They will continue to wean the pt off the drug. The pt reported "doing great". The pt was receiving morphine, 5mg/ml, but had been on 10 mg/ml before the weaning process started.

Manufacturer narrative:
.